Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the PICC line (brachial placement) was cut on the proximal part. The patient showed the user facility that the PICC line catheter divided spontaneously rendering it unusable. As a result, the PICC line was removed. It was also noted that no liquid was passing through as the catheter was blocked at the "very top".